Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a 28 x 3.50 mm promus premier stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty crossing the lesion was encountered. The target lesion was located in a left main artery. A 28 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure it has difficulty crossing the lesion. The procedure was completed with different device. No patient complications were reported. However, device analysis revealed stent damage with stent struts from the proximal stent region were noted to be lifted and pulled distally.